Event description:
It was reported the patient's device was less effective after a computer router was installed. It was stated their tremors had been "on and off." Additional information has been requested, a follow-up report will be sent if additional information becomes available.